Manufacturer narrative:
A ge service's rep performed an on site investigation. The reported issue could into be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had an error message and locked up. There was no patient injury or death reported.